Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device failure to charge and also revealed an external battery communication lost alarm. Performance testing revealed the device failure to complete its internal self test. The non-return valve (nrv) assembly and main circuit board (pcba) were replaced to address the reported issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the external battery communication lost alarm was a software issue. The root cause of the device failure to charge was an isolated component failure within the device main circuit board (pcba). The root cause of the device failure to complete its internal self-test was a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.